Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 49 mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address bg. The customer also reported that an unexpected reset occurred. The customer reloaded the same cartridge and continued insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.